Event description:
It was reported that during a low anterior resection, at firing, the anvil separated from the cartridge; staples did not form and the knife did not cut. Another device was opened and the stapler portion was reinserted and attached to the original anvil. The case was completed with no consequence. Account will not release device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Account will not release device the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.